Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of the cycler prompting m41 patient sensors too high alarms during drain 3 of 4 of treatment. The patient did not disconnect and re-connect to the cycler. The cycler had not been re-setup with new supplies. A review of the patient¿s treatment records identified that the patient drained 4956 ml during drain 3 of 4 of treatment. This drain volume is 226% the patient's prescribed fill volume of 2200 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow-up, the pdrn stated the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated the patient is new to pd therapy and did not complete their remaining treatment on the day of the reported event. The patient has received a new cycler which is working well and is continuing with pd therapy without issue.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Vacuum test failed. Vacuum display value reads 525 mbar indicating fluid is present in hp filters. Replace hp1, hp2 and hp3 filter to continue testing. Vacuum test passed. Vacuum display value reads 147 mbar. Patient sensors test passed. System air leak test passed. Valve actuation test passed. The teach pumps test passed. A received with reduced dwell simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. Fluid in the hp1, hp2 and hp3 filter is a related failure to the m41 patient sensors too high warning. There were not discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of the cycler prompting m41 patient sensors too high alarms during drain 3 of 4 of treatment. The patient did not disconnect and re-connect to the cycler. The cycler had not been re-setup with new supplies. A review of the patient¿s treatment records identified that the patient drained 4956 ml during drain 3 of 4 of treatment. This drain volume is 226% the patient's prescribed fill volume of 2200 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow-up, the pdrn stated the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated the patient is new to pd therapy and did not complete their remaining treatment on the day of the reported event. The patient has received a new cycler which is working well and is continuing with pd therapy without issue.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.